Event description:
During a permanent trial surgery, the surgeon had difficulties with the tunneling tool. The tool did not reach themidline incision. The tunneling tool carrier tip broke. The surgeon made a separate incision and removed the tip from the patient. The surgeon completed the implant procedure without further complications. It has been reported that the patient is receiving appropriate therapy.